Manufacturer narrative:
The reported complaint of "the autopulse li-ion battery (sn (B)(4) was fully charged and the battery status led showed four green lights. But, when inserted into the autopulse platform, the platform displayed "replace battery" message" was not confirmed during the functional testing, but confirmed during the archive data review. No device malfunction was observed during the testing and the battery worked as intended. The probable root cause for the reported complaint was due to the battery mismanagement and charging practice by the customer. Upon visual inspection, no physical damage was observed and the battery status led's showed four green lights. The battery passed charging in a known good autopulse multi-chemistry charger. The battery remaining capacity post cycle charge was equivalent to four green lights. The battery was also tested in a known good autopulse platform with compression using large resuscitation test fixture for about 35 minutes and passed the test with no issue. The battery archive data review showed that the battery was not reconditioned and fully charged. Further review of the archive showed improper battery management and charging practice by the customer. The customer let the battery remain in the autopulse platform for an extended period of time. As a result, the battery recorded multiple errors and was discharged below its minimum operating voltage, causing the battery cells to become unhealthy. The autopulse power system user guide states: after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery. A fully charged li-ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not display any led status lights and will fail charging. Educated the customer by sending a letter with investigation summary and by providing a copy of the autopulse power system user guide.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) was fully charged and the battery status led showed four green lights. But, when inserted into the autopulse platform, the platform displayed "replace battery" message. The user tested the platform with another battery and the platform worked as intended. No patient involvement.